Event description:
Related manufacturer reference# 1627487-2019-07824.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-07824. It was reported the patient underwent surgical intervention due to lead migration. During the procedure, the patient¿s leads were explanted and replaced with new leads. Postoperatively, effective stimulation was reported.